Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising thresholds along with rising impedance levels. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).